Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. 1. Please provide the following patient demographic information, if available: age, weight, bmi at the time of index procedure? 2. What are the name and date of index surgical procedure? 3. What were the diagnosis and indication for the index surgical procedure? 4. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 5. Was there any intraoperative concurrent use of other products? 6. What are the product code and lot number? 7. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 8. Where was the surgicel used (on what tissue)? 9. How much surgicel was used during the procedure? 10. Was the surgicel product left in place? Was the excess removed? 11. Was the surgicel fibrillar packed into the application area? 12. What were current symptoms following the index surgical procedure? Onset date? 13. Were cultures performed? If yes, results? 14. Has any surgical or medical intervention been performed? 15. What is physician¿s opinion as to the cause of or contributing factors to this event? 16. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative infection? 17. What is the patient¿s current status? 18. What is the users experience w/ surgicel fibrillar and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown breast procedure on an unknown date and absorbable hemostat was used. The patient experienced a post-surgery infection where the absorbable hemostat was used on the axilla. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: - please explain in detail what was the issue with the device. Did the device deliver any staples? No - did the device cut? No - if yes, how was the device removed from the patient? No the following information was requested, but unavailable: - can you please provide the event dates for all the cases? - can you please advise the date of the initial procedures undertaken for each case? - can you please advise the type of procedure undertaken for each case? - can you please provide the product code/s and batch number/s for the surgicel fibrillar? - how were the patients treated for the infection? - was the surgicel fibrillar removed from each patient? Or is the surgeon planning to remove it? Please note the IFU states: closing surgicel fibrillar hemostat in a contaminated wound may lead to complications and should be avoided. - what is the most recent outcome for each patient? - was there any additional medical or surgical intervention required? If so, please provide all relevant details. - was there any difficulty opening the device? Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide the following patient demographic information, if available: age, weight, bmi at the time of index procedure? 2. What are the name and date of index surgical procedure? 3. What were the diagnosis and indication for the index surgical procedure? 4. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 5. Was there any intraoperative concurrent use of other products? 6. What are the product code and lot number? 7. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 8. Where was the surgicel used (on what tissue)? 9. How much surgicel was used during the procedure? 10. Was the surgicel product left in place? Was the excess removed? 11. Was the surgicel fibrillar packed into the application area? 12. What were current symptoms following the index surgical procedure? Onset date? 13. Were cultures performed? If yes, results? 14. Has any surgical or medical intervention been performed? 15. What is physician¿s opinion as to the cause of or contributing factors to this event? 16. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative infection? 17. What is the patient¿s current status? 18. What is the users experience w/ surgicel fibrillar and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: h6. Type of investigation.